Event description:
Have been receiving injections since 2014 for knee problem. My orthopaedic dr left his practice so my rheumatologist informed me that she could continue with the injection therapy when the required 6 month wait period was over. On (B)(6) this physician informed me that she would not be available the 3rd week of the 3 week period needed to due the injections but had another product that requires only 1 injection (much larger quantity). This was hyaluronan/deriv. After day 2 I began experiencing significant pain in my knee but passed it off as due to the volume that was injected and thought it would subside within a day or so. Fast forward, 2 weeks after being injected I scheduled an appointment with an orthopaedic physician who is currently at a loss as to what happened to me. Why did I go from being a very active (B)(6), (golf, light weight training) to barely able to get in and out of a vehicle or manage stairs. I previously golfed 3 and sometimes 4 times a week to painfully managing 4 pounds in 7 weeks to no biking or lifting. Today I received a call from the rheumatologist's office stating that hyaluronan would no longer be covered by insurance companies. A coincidence. Made condition much worse. Frequency: 6 month intervals. Osteoarthritis in knee. The problem did not stop after the person reduced the dose or stopped taking or using the product.